Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, but customer alleged the wake button was still extremely difficult to press. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.